Event description:
Laparoscopy performed. Two days following surgery patient reported object fell out of vagina. (Cohen uterine manipulator) acorn tip of device screws in place on device. There is no locking mechanism that secures acorn tip to the device which would prevent accidently dislodgement of the tip from the device.